Manufacturer narrative:
Concomitant products: 5568-53 lead, implanted: (B)(6) 2011, 4196-88 lead, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was occasionally oversensing during a ventricular fibrillation (vf) episode. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.